Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-11462. It was reported, the patient plans to undergo surgical intervention due to not receiving pain relief and discomfort at the ipg site. It was also reported it has been a year since the patient has recharged his ipg.